Event description:
Incident as per communication with (medical center representatives: subsequent to pt therapy treatment. Table was at 90, therapist outside treatment room was rotating gantry. During rotation, the therapist was distracted by another pt in waiting room, whom had come up to ask her a question. A second therapist was entering room as the gantry was coming into contact with the pt. Gantry rotation was stopped and reversed from pt point of contact. Gantry contacted patients pelvis, resulting in a hairline fracture of the symphysis pubis, as diagnosed by physician using simple x-ray film. Pt not hospitalized. Pt had mobility subsequent to incident, but experienced pain. Pt was treated in the ER and subsequently released. No surgical intervention required. Hospitals submitted a voluntary report to the FDA, 04/2004. This incident has been recognized by the involved therapist/staff, hospital, and varian medical systems, as entirely "operater error".